Event description:
It was reported by service report that the service technician found during an inspection the patient left height adjustment rack was bent.

Manufacturer narrative:
Result: height adjustment rack.